Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was wearing the pump while swimming and after getting out of the pool the pump emitted a call service alarm. The reporter disconnected the patient from the pump and re-booted the pump. The pump booted up and showed the animas logo on the screen however it then powered off before fully booting up. Different batteries were used and the pump was unable to fully boot up. The reporter indicated that there was moisture visible behind the display. There is reportedly no damage to the battery cap or pump case. This report is being made based on the alleged power issue.

Manufacturer narrative:
(B)(4): the pump was returned with visible moisture in the display lens. Power on resets were observed in the black box. The pump powered on with vibratory and audible sounds. The pump was programmed for 24 hours on a 1 unit per hour basal program. After approximately 10 minutes the pump gives a call service alarm. Unable to clear the alarm and run pump for 24 hours . An in house leak test was performed; a display lens leak was found. Removed the pump cover; evidence of moisture was found on the internal components of the printed circuit board. Unable to complete all investigation steps due to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.